Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue inside the air/water channel and auxiliary channel. A root cause could not be identified. Based on the results of the investigation, the most probable cause for b30 scope communication error and white snow on screen was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the additional findings of white residue inside the air/water channel and auxiliary channel, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a b30 scope communication error and white snow on the screen. The issue occurred during the inspection for use. There were no reports of patient involvement.